Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed. An internal visual inspection was performed and passed. The receiver log was downloaded for review finding error related to the compliant. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.